Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been experiencing high blood glucose levels over 500 mg/dl. Blood glucose level at the time of the call was 329 mg/dl. Customer reported that he had been unable to get his blood glucose level below 200 mg/dl. The customer declined troubleshooting and was advised to speak with his doctor. The insulin pump was not replaced or returned for analysis.